Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.00/+2.5/081 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2019. The lens was removed on (B)(6) 2022 due to low vaulting and the problem was resolved. The patient has to wear glasses again, but is happy. The cause of the event was unknown.

Manufacturer narrative:
Additional information: h3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found the optic deformed and the haptic deformed and stretched out with residue/debris on the lens. Dimensional inspections found the lens to be within specifications. Claim# (B)(4).